Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent implant remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other xience referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that after deployment of the first xience stent implant in (B)(6) 2015, the patient experienced chest pain and abdominal pain. The symptoms resolved without treatment. After deployment of the second xience stent implant in (B)(6) 2015, the patient experienced chest pain and abdominal pain. Additionally, pneumonia was suspected. Treatment, if any, was not reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. There was no reported device malfunction. The product was not returned as it remains in the anatomy. The investigation was unable to determine a definitive cause for the patient effects. The reported patient effects of angina, infection and pain, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch, the following information was received:on (B)(6) 2015, two xience xpedition stents (2.5x18mm, 3.5x23mm) were implanted in the mid left circumflex artery. After the procedure, a decline in renal function was noted, reportedly due to contrast. On (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2015, the patient experienced chest pain and contrast nephropathy. A 90% stenosis in the left anterior descending coronary artery and stenosis in the renal artery was noted. Medication was given for the chest pain. On (B)(6) 2015, a non-abbott stent was implanted and on (B)(6) 2015, the chest pain resolved. On (B)(6) 2015, the patient experienced chest pain. Electrocardiogram was normal, but the patient was noted to have bilateral pneumonia. On (B)(6) 2015, pain resolved. On (B)(6) 2015, chest pain was noted. On (B)(6) 2015, two xience xpedition stents (2.5x38mm and 3.0x28mm) were implanted in the mid left anterior descending coronary artery without reported issue. There was no additional information provided.